Manufacturer narrative:
Qn# (B)(4). The reported complaint of 'the tip of the product damaged during pretest' was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection of the returned sample revealed a cut mark on the tip of the tube. A simulation was conducted using a representative sample from the production line. It was suspected that the tip of the tube may have been trapped in the sealing area of the packing machine. To replicate the reported defect, the tube tip was intentionally positioned in the sealing area during the simulation. The defect was successfully reproduced, showing a cutting shape similar to that of the returned sample. Additionally, the simulation pouch was torn and opened, likely due to sealing failure caused by the trapped tube. This confirmed that the defect originated from the manufacturing site. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the root cause of this issue was identified as being related to the manufacturing process. Further actions were implemented under the teleflex quality system to address this issue.

Event description:
It was reported that: "during the pretest, the tip of the product was found to be damaged."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "during the pretest, the tip of the product was found to be damaged."